Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Event description:
It was reported the healthcare professional (hcp) had performed a (B)(6) study and was unable to determine where the catheter was. Catheter migration/dislodgement were reported. The hcp emptied the pump and wanted the pump stopped. The manufacturer representative programmed and stopped the pump/turned off. X-rays were performed and surgical intervention was planned. The pump was used to deliver compounded baclofen. The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.